Event description:
It was reported that foreign matter was found on the bd insyte¿ autoguard¿ shielded IV catheter. The following information was provided by the initial reporter, translated from japanese to english: "the customer reported that an fm was found on the catheter."

Manufacturer narrative:
Investigation summary: our quality engineer inspected the sample and photographs submitted for evaluation. Bd received one opened unit and four photos. Upon visual inspection, it was observed that there were two black strands of foreign material, one on the button and one on the catheter tubing. Your reported defect was confirmed. Spectral analysis was performed to identify the foreign material. The ftir analysis results indicated that the material on the button was most likely a mix of cellulose, lignin, bottom web material, and dc 360 silicone. The material on the catheter was most likely a mix of polyethylene, calcium carbonate, and cardboard. Cellulose, lignin, bottom web material, dc 360 silicone, polyethylene, and cardboard are known materials that can be found in the manufacturing process. Calcium carbonate is not a known material used in the production of insyte autoguard devices and no other sources for this material could be identified throughout the manufacturing process; therefore, it is likely that this material was introduced environmentally. Since the sample had been opened, it is possible that the foreign matter was introduced in either the manufacturing or clinician environment. Operators perform good manufacturing practices and gowning per the quality plan. Periodic inspection for foreign matter is also performed per the sampling plan. Additionally, manufacturing is covered, where possible, to reduce and mitigate the introduction of environmental foreign material. A device history record review showed no non-conformances associated with this issue during the production of this batch.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that foreign matter was found on the bd insyte¿ autoguard¿ shielded IV catheter. The following information was provided by the initial reporter, translated from (B)(6) to english: "the customer reported that an fm was found on the catheter."